Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that the epg had a broken upper case around the menu encoder. It was determined during analysis that the atrial output connector was contaminated. Analysis also noted that the hanger was broken, keypad window was damaged, menu control knob was missing, lower case and white ventricle screening was wearing off, one case screw was contaminated and both display wires were pinched (not compromised). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.